Event description:
Transanal end-to-end anastomosis, knight-griffen technique; no ileostomy. The anastomosis was performed with the car 27 device. Three days after the procedure, a fistula occurred in the anastomosis area. The surgeon believes that the leakage is caused by one of the "dog's ear" or due to the short distance from the anal verge (7 cm)". The surgeon considered the event not reportable "because of correct functioning of the car 27". The procedure was a robotic procedure - using the de-vinci robot device and 3 staplers' lines were performed for the resection of the distal stump.